Event description:
It was reported that the device exhibited far p-wave over-sensing via review of remote transmission. Programming changes were discussed, but no intervention was reported, and no patient symptoms were reported.